Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter malfunction occurred. Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4) however, the allegation was confirmed for transmitter ID (B)(4) as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter malfunction is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter malfunction occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and a transmitter malfunction was not found within the investigation window. The allegation was not confirmed for transmitter ID 8h9bm7. The probable cause could not be determined. In addition the allegation was confirmed for transmitter ID 8h27km as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter malfunction is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.